Event description:
The ortho summit processor instrument reportedly processed 12 microwell plates with one row of microwells on each plate consistently reading low ods and negative ods. No death or serious injury was associated with this incident.